Event description:
As reported by user facility: during the visual inspection of batch #20250903-84b23e, numerous bags were found with particulate matter embedded within. No injuries were reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Seven (7) samples were received for evaluation along with a sample from lot j5a689. The lot numbers on the seven (7) samples were not visible. The customer provided additional information stating that, when these samples were drained, the lot number was removed from the bag. Of these unknown units, one (1) unit was found to have an embedded particle on the non-label side of the bag. The particle was fully embedded and would not have been in contact with the solution. An optical image of the particle was obtained, and its length was measured. The particle was then removed from the bag and placed in the fourier transform infrared spectroscope (ftir) for analysis and then the scanning electron microscope (sem) for energy dispersive x-ray spectroscopy (eds) analysis. The results are shown below. Pab bag particle 1: the particle measured 342 um, and the eds spectrum showed the presence of carbon (c), oxygen (o) and silicon (si). Retained units were evaluated and passed the internal testing. Review on the non-conformance system database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in-process or final product inspection. Additionally, the batch record was reviewed, and the batch met and passed all release criteria and tests. Based on the investigation, the embedded particulate matter observed in the affected pab containerswasis classified as a noncritical defect. Laboratory analysis confirmed that the particles were intrinsic raw material-related components (e.g., polypropylene based materials such as zinc stearate, kraton, and other polymer constituents) fully embedded within the film structure. These particles were not in contact with the solution, did not compromise container closure integrity, and did not impact sterility, functional performance, or patient safety. Manufacturing and supplier records demonstrated that the film materials used in the implicated batches met all applicable specifications, including debris scoring requirements. In-process and final visual inspections were performed per established procedures, and no systemic manufacturing issues were identified. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.